Event description:
During procedure, the navigation instrument was not accurate and could not be recalibrated so that it could be used. Navigation was aborted and the case was done without it. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
During procedure, the navigation instrument could not be recalibrated so that it could be used. Navigation was aborted and the case was done without it. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
It was determined after receiving further clarification from the customer this event was not a reportable event per cfr 21, part 803. This supplemental is being filed to identify an MDR was not required for this event.